Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false downstream occlusion alarms, which were reproduced while attempting to run an infusion. The downstream pressure plate gap was also out of spec. The upstream sensor was recalibrated.